Event description:
Device issue: none. Adverse event (ae): in-stent restenosis. Onset of ae: approx 13 months after stent implantation. It was reported via trial, that approx 13 months post xience stent implantation in a saphenous vein graft (svg) to the right coronary artery (rca), the pt experienced angina. The pain was relieved with nitroglycerin. On (B)(6) 2009, the pt was taken to the catheter lab. In-stent restenosis was noted and was treated with 2 drug eluting stents. The pt stayed overnight as an outpatient and was discharged to home on (B)(6) 2009. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: the reported pt effects of angina and restenosis, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v stent was used to treat a saphenous vein graft (svg) to the right coronary artery (rca). Therefore, it should be noted that the product IFU states: "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length </= 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm."